Event description:
The user stated they had a lithium result of 1.5 mmol per l that was reported to the physician. The physician questioned the result because the pt was not on lithium and had the pt redrawn. The result from the redraw specimen was 0 mmol per l. The user reran the original serum specimen and recovered a result of 0 mmol per l. The pt was not adversely affected. The field service representative was unable to find a cause. He inspected the c501 for proper rinse mechanism aspiration, dispense of the reaction cells, wash station proper rinse volume and all probes for proper alignments. He verified the analyzer performance with mechanism checks and had the user perform calibration and qc.